Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead, implanted: (B)(6) 2005; 5076-58 lead, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that during a routine office visit, low impedance, high thresholds, and no capture were noted. The lv (left ventricular) lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the e xpected lower range, and that there was an issue with the pacing capture threshold in the lv (left ventricle).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.